Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display and would not power off when prompted. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control was able to get the unit to power off, but would not power on again when prompted.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the main pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed main pcb assembly where it was determined that the cause of the reported issue was the power on/off switch, designator sw504, which had intermittent closure. This led to the intermittent ability to power the device on and, during testing, it took 3-5 presses of the power on/off switch before the test device would respond and power on.